Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer has a system error. Analysis also found the speakers make a crackling sound. X-y printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported there was a system test failure. It was also reported error occurred during startup. The programmer was returned for repair. No patient complications were reported as a result of this event.